Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 7.8 mmol/l and sugar glucose levels were 3.6 mmol/l at the time of the incident. The customer reported having issues with the sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not return for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test and sensor failed per specifications. Also, found sensor with cannula bent (a dent on the cannula canal). Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion or needle complaint due to customer return sensor no needle.